Event description:
It was reported that the device demonstrated an upstream occlusion. The alarm was silenced, the caller denies any tubing kinks or closed clamps and states that medication is contained within the cassette. The caller does not feel comfortable removing the cassette to further troubleshoot. An attempt was made to restart by removing and reinserting the batteries, but the alarm returns immediately. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.